Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The device was received with cracked case at the display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The patient's blood glucose was 200 mg/dl. The latest no delivery occurred during basal rate delivery. It was stated that the cannula was straight, there was no scar tissue, and the patient rotates from stomach to hips and all around. There was no soreness or irritation at the insertion site. It was further reported that the alarm was resolved by a complete set change, which would indicate a possible infusion set or reservoir occlusion or connection issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).